Event description:
A caller reported experiencing a cgm error, identified as error 42. There was no mention of any adverse impact to the customer's blood glucose level. The customer was guided by technical support to perform a pump reset, after which the cgm error code did not reoccur, and the caller successfully started their sensor session.